Manufacturer narrative:
The lead was surgically abandoned and will not be returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the emergency room with a heart rate of 30bpm. A replacement procedure was performed due to normal battery depletion of this device. Lead evaluation during the procedure through the device and a pacing system analyzer (psa), noted pacing impedance measurements less than 200 ohms on the right ventricular (rv) channel. Therefore, the rv lead was also removed from service and replaced. No adverse patient effects were reported.